Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during egd (esophagogastroduodenoscopy) with a capsule monitoring procedure, upon applying suction to place the capsule into the gastroesophageal junction area, the capsule did not release and adhere to the mucosa. The physician was able to remove the capsule with a hand out of the patient's mouth. The procedure was then repeated with a different capsule from a different lot number and it was placed successfully. There was no reported patient outcome.

Manufacturer narrative:
Additional info:(patient code).if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during egd (esophagogastroduodenoscopy) with capsule monitoring procedure, upon applying suction to place the capsule into the gastroesophageal junction area, the capsule did not release and adhere to the mucosa. The physician was able to remove the capsule with a hand out of the patient's mouth. No repeat procedure was necessary, the procedure was completed with a different capsule from a different lot number and it was placed successfully. There was no patient harm.